Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to reproducible loss of capture (loc) and high out-of-range impedance measurements. The patient is pacemaker dependent however there was no evidence of asystole greater than 2 seconds. No additional adverse patient effects were reported.